Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague (B)(4) infusion pump with user interface module master software version 6.13.90. No additional information is available. During review of the event history on (B)(6) 2010, it was determined that the reported condition occurred at the next power on after failure code 810:11, which interrupted delivery.

Manufacturer narrative:
(B)(4). Correction: this information was inadvertently omitted from a previous medwatch: review of the event history determined that the reported condition occurred on (B)(6)-2010 not on the reported occurrence date of (B)(6)-2010.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Manufacturer narrative:
Correction: failure code 812:05 was a cascade failure of 810:11, which interrupted delivery. (B)(4)

Manufacturer narrative:
(B)(4). Correction: the following information was erroneously omitted from follow-up medwatch #2: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.